Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during the procedure preparation and the patient was not in the lab at the time. The patient was subsequently treated in a different lab, and no impact occurred on the treatment. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the reported problem. The system logfile was checked and found the malfunction with the x-ray pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the x-ray pc and identified hddbay slot 1 was not detecting the hdd. To resolve the issue, the fse replaced the x-ray pc and the hard disk drive (hdd). Following the replacements, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc, x-ray and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1152-2024, which was implemented on this system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray computer and returned the system to use in good working order.